Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the user ligated the vessels, the surgeon was able to squeeze the handle, when firing, the two clips did not format properly. They changed to a new device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received with eight clips remaining. The second instrument was received with eleven clips remaining. A partially formed clip was received. Functionally the instruments were cycled without binding. The clips advanced into the jaws, formed properly and were held securely in place after full formations were achieved and their firing handles were released. When the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partially formed clip may occur when the handle is not completely cycled and allowed to return to the neutral position. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.